Event description:
The customer stated that she tested her glucose and received a low reading of 36 mg/dl. She also alleged that she performed a control test and received a result of 14 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The customer was unable to further troubleshoot her contour system because she had disposed off the control solution prior to calling. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.